Event description:
Dealer contacted tbm, and states that the end user complained that after a few weeks there was an audible and aggravating clicking noise from the front casters. Dealer called me back and stated he believes it to be the front axles/spacers/bearings causing the issue.